Manufacturer narrative:
H10: h3, h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. If the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
It was reported that during surgery the light guide got so hot they cannot hold the camera and scope. The procedure was successfully completed without delay using a s&n back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.